Event description:
The pt had 3 endeavor rx drug-eluting stents implanted in the mid lad during the index procedure. Clinical evals committee adjudicated that a suspect mi (non q wave) occurred one day post index procedure in the territory of the target vessel. Pt was asymptomatic / free of symptoms at 30 day f/u, 6 month f/u, 1 yr f/u, 1.5 yr f/u, 2 yr f/u, 2.5 yr f/u and 3 yr f/u.(ref MFR# 9612164201100700, 9612164201100701).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn.